Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: the evaluation confirmed the report. Two catheters were included in the return; the remainder of the hemospray device was not provided. Catheter one (1) presented with severe kinks in the middle of the catheter and discolored powder inside the catheter at the distal end. When functionally tested with a sample hemospray device, a small amount of powder came out of the catheter briefly before stopping. When reexamined after the functional test, powder could be seen collected around the kinks. Catheter two (2) presented with minor kinks near the proximal end of the catheter and discolored powder in the distal half of the catheter. When functionally tested with a sample hemospray device, the catheter did not appear to be clogged as powder exited the end of the catheter as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for unable to spray is unknown because one catheter was both kinked and clogged and the other catheter sprayed as intended. However, we could not conduct a complete investigation because the hemospray device was not returned for evaluation. This limits our ability to conclusively determine a cause. The instructions for use state "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically", this will help prevent kinking of the catheter during insertion. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polyp removal procedure, the physician used a hemospray endoscopic hemostat. The catheter kinked during advancement; not allowing the catheter to advance. The physician was working in the duodenum, and experienced resistance. They lost pushability and swapped out the catheters and completed the procedure satisfactorily; they were able to get some spray to stop some bleeding, but not as much as they wanted. It was an unusual, tortuous location with bends. The following information was provided by the cook representative on 13-may-2019: "the first catheter clogged due to moisture and it was the second catheter that kinked and struggled to advance because it got lodged in the channel. They had to pull to remove, but were able to get some spray but a reduced amount due to kinking." An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.